Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported constant downstream occlusion, which was confirmed during evaluation. A review of the event history log identified constant downstream occlusion as downstream occlusion messages. The cause was determined to be the downstream sensor was out of the calibrated specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.